Manufacturer narrative:
Sc-1110-02 sn (B)(4) device evaluation indicated that the complaint was not verified. The monitored stimulation on an oscilloscope found that the output was consistent and correct on all electrodes. Current leakage test and residual gas analysis verified no loss of electric current because of faulty insulation or case. Record review revealed no additional information related to the complaint. However, the device characteristics changed after the explant procedure, the daily battery depletion rate increased to 108 mv from 8.16 mv. It exhibited excessive sleep current (1.001 ma), and low vh (high voltage) impedance (3.16 kiloohm). This type of damage occurs when the ipg is exposed to high voltage transients. The cause of the damage could not be determined. The patient data suggested that the device was normal prior to the explant.

Event description:
A report was received that the patient was experiencing irritation to the lower extremities whenever stimulation was turned up to address pain. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing irritation to the lower extremities whenever stimulation was turned up to address pain. The patient underwent an ipg replacement procedure and was doing well postoperatively.